Event description:
The complainant reported a balloon burst. On 09/06/2011, additional information was received that the replacement tube was inserted on (B)(6) 2011, and the balloon burst on (B)(6) 2011.

Manufacturer narrative:
Mfg event ID: (B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically. The testing and investigation results indicated that balloon burst/hole was confirmed. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.